Manufacturer narrative:
Updated fields: e1(site country), h4, h6(type of investigation, investigation conclusions). Corrected fields: h6(health effect - clinical code).

Manufacturer narrative:
A getinge representative was called by customer to report that they had switched out a cardiosave because it was on battery power while plugged into a viable outlet. Getinge representative instructed customer to reseat the rescue unit into the hospital cart, which allowed the pump to revert to a/c power mode. The getinge representative recommended pump be taken to biomed. A supplemental report will be submitted if this information is provided to us. Has not been serviced by manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had to be switched out because it was on battery power while plugged into a viable outlet. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.